Event description:
It was reported that the device was stuck on the guidewire. An nc emerge mr, ous 3.50 x 15mm was selected for treatment of the target lesion. During the procedure it was discovered that the balloon was unable to advance along a non-boston scientific wire. The device was stuck on the guidewire. There were no patient complications.

Manufacturer narrative:
B3 date of event: 01/01/2025 used as approximate date as actual date is unknown.